Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during open heart surgery, this implantable cardioverter defibrillator (ICD) exhibited oversensed noise resulted to pacing inhibition with greater than two seconds asystole. Boston scientific technical services (ts) reviewed the electrogram (egm) and believed that the episode was likely artifact associated with cautery. Atrial tachy response (atr) event may be true atrial fibrillation (af) with noise potentially associated with placement of cannulas for open heart procedure. The right atrial (ra) and right ventricular (rv) pacing lead impedance measurements had dropped as well as the shock lead impedance measurement. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.